Manufacturer narrative:
(B)(4). Date sent: 11/9/2022. Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. Additional information was requested, and the following was obtained: in the event description it states¿ during the tracheotomy procedure, the surgeon was activating the bovi pencil and she said it was next to the debaky, and when she handed the bovi pencil to the scrub tech, there was a flame at the tip of the pencil.¿ what was the bovi pencil? What company makes the bovi pencil? What is the product code of the bovi pencil? What was the tip that was being used in the bovi pencil? What company makes the tip that was used in the bovi pencil? What is the product code of the tip that was used in the bovi pencil? Answer = the account uses covidien bovie pencils. There was very little information they could provide me. It¿s a new generator for the account, so they are hyper cautious. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during the tracheotomy procedure, the surgeon was activating the bovi pencil and she said it was next to the debaky, and when she handed the bovi pencil to the scrub tech, there was a flame at the tip of the pencil. The scrub tech used a web lap to put out the flames and proceeded to change the bovi tip to complete the procedure. There were no patient consequences.